Manufacturer narrative:
(B)(4). Additional 510k number: k943604. Device not returned.

Event description:
It was reported that the mount and implant (1989) became stuck to each other. Another implant was placed. Tooth location 29.

Manufacturer narrative:
One impl twist mp-1 3.75 mm 10 mm (1989) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant body and mount. The implant tines are marginally damaged and contain additional debris. Functional testing revealed that the implant and mount fit tightly and were difficult to disengage. The returned mount was then tested with an in house implant and found to assemble and disengage as intended. The returned implant was tested with an in house mount, and it was similarly difficult to assemble and disengage the two parts. This malfunction is specific toward the implant tines, as the returned mount functioned as intended. Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). D10: device availability. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.